Manufacturer narrative:
(B)(4). Product analysis was done and the pump passed all required testing. It was not possible to verify customer allegation for high bg. Moisture damage was confirmed on motor.

Event description:
Information received by medtronic stated that the customer experienced a hyperglycemia. Customer blood glucose level at the time of incident was 145 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Customer stated that they performed high pressure test and it was passed. No harm was required during medical intervention. The customer will discontinue use of the devise.